Event description:
Received info regarding a cartridge alarm 1 and 19 during load/bolus delivery. The reported issue impacted customer's blood glucose level. Reportedly, there were cracks in the cartridge.

Event description:
Received info regarding a cartridge alarm 1 and 19 during load/bolus delivery. The reported issue impacted customer's blood glucose level. Reportedly, there were cracks in the cartridge.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted.